Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump emitted random call service (cs) 064 alarms during the prime step. The meter reportedly read "hi" and the patient experienced a blood glucose (bg) measurement of 27.4mmol/l with symptoms of extreme drowsiness, excessive thirst and excessive urination. It was also noted that the patient was confused. There was no indication of medical intervention. The patient reportedly was treated via correction injection and discontinued insulin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged cs 064 alarm issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 6:38 pm prior to several "call service (cs) 064" alarms with high force occurring due to occlusion during prime. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery and cartridge caps were used during investigation. During evaluation, the "ez-prime" steps were performed correctly; there were no "cs064" alarms or any errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after a 24 hour 1unit/hour duration test. The product performed within specification and the reported "cs64" complaint was unable to be duplicated during investigation. The pump's cover was removed; there were no intermittent conditions found to the motor flex/assembly. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.